Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to treat varices performed on (B)(6) 2024. During the procedure, it was noticed that the band would not move despite turning the handle. The same problem occurred with the second speedband superview super 7 device. The device was removed, and the procedure was completed with a third speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.